Manufacturer narrative:
D9: date returned to mfg.: 4/29/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "it was not possible to see the temperature¿ was confirmed. No function, found a disconnected power cord line to the connection block. The fixing screw was not tightened enough. Reconnected the wire. No other problems were found. Temperature limits within specifications. Electrical safety and functional test passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it was not possible to see the temperature. There was unknown patient involvement, and no harm/adverse event reported.